Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high impedance was observed. Egms showed artifacts on the svc-can. The svc coil was turned off and normal impedance was observed. It was not determined if the svc coil is damaged or if there is an issue with the df-4 connector in the device header.